Event description:
Olympus received a report through FDA's medwatch program that stated, "during egd, a long loop of suture found in stomach. Patient has history of gastric bypass. Attempt made to cut this loop of suture using the cutters from the ligating device kit. The suture lodged in the jaws of the cutter and it could not be dislodged. The handle to the device was cut off and the scope was removed leaving the wire to the cutter in place. The excess cutter wire was secured at the patient's mouth, and the patient was transported to the hospital for surgical intervention and removal of suture cutter. The cutter jaws were jammed shut) unable to supply medical device information as packaging material for this kit was discarded." An olympus representative contacted the user facility to obtain additional information regarding this event. The nurse at the facility confirmed the information. The reporter indicated that there was no other device used during the procedure besides from the device referenced in this report and the endoscope (model unknown). The reporter further indicated that the patient tolerated surgery without complications, and the patient was released from the hospital two days later.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation, and the reporter stated that the subject device was discarded after the procedure. The device which had been referenced to as a loop cutter in this report is in fact a ligating device, which is designed to be sued with an olympus endoscope to deliver a nylon loop snare designed to prevent or control bleeding following polypectomy of a pedunculated polyp. The device instruction manual warns user not to use this instrument for any purpose other than its intended use. An olympus endotherapy sales specialist is coordinating an in-service with the user facility to provide training to the facility's staff if necessary. The cause of the user's experience appears to be due to user error. This report is being submitted as an MDR in an abundance of caution.